Manufacturer narrative:
510k: this report is for unknown 2.7mm va locking screws. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it is reported patient was implanted with a variable angle (va) locking compression plate (lcp) medial distal tibia plate on (B)(6) 2015. Patient was returned to surgery on (B)(6) 2017 for a planned removal of hardware. During the removal procedure, five (5) of the 2.7mm va screws snapped at the interface between the head and shaft of the screw, making it difficult to remove the plate. All fragments were removed. Surgeon did remove all five (5) screw shafts from patient bone, creating bone loss and boney defect from screw removal. Procedure was completed with a delay of approximately 1 hour. Concomitant medical products: va lcp medial distal tibia plate (part 02.118.011, lot unknown, quantity 1). This report is for five (5) unknown 2.7mm va locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.